Event description:
The pt stated she just began using this insulin infusion device last week and today she changed the insulin cartridge for the first time. She said that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. As a result, she said about 10 units of insulin spilled into the cartridge compartment. The pt was advised to switch to her backup infusion device and let her primary device dry out overnight after cleaning the compartment with a cotton swab. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.